Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to eri, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted.